Event description:
It was reported during an implant attempt, the passive fixation lead could not be implanted due the anatomy of the heart. Consequently, the lead was withdrawn, and an active fixation lead was implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Electrical testing to determine continuity of the conductor(s) passed. Visual examination noted proximal conductor was distorted, and blood/body fluid was present on/in the proximal conductor (not obstructed). A cut was evident through the outer insulation material at medial section, and lead was stretched. Apparent explant damage noted.